Event description:
It was reported that an asymptomatic patient presented in-clinic for a routine follow up. The noise artifact triggered multiple atrial noise reversions. To monitor, the clinic performed programming changes. Further information could not be obtained.